Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, when connecting the implanted leads to the new cardiac resynchronization therapy defibrillator (crt-d), there was no left ventricular (lv) lead capture despite impedance measurements were ok.  Many troubleshooting attempts have been performed, programming parameters were checked, leads were disconnected, cleaned, and reconnect to the new device and no lv capture was found.  Additional troubleshooting efforts were made and still no lv lead capture.  An lv threshold test was performed via analyzer and capture was confirmed.  Nevertheless, all leads were reconnected to the new device and still no lv lead capture.  The device was not used, and the leads were reconnected to the old device with all measurements confirmed ok and in range.  A replacement procedure was scheduled for the following month.  No patient complications have been reported as a result of this event.